Event description:
The customer reported to olympus, the laparoscope experienced an e104 error message and a purple image issue. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and after dismantling the device and checking the individual components, the image error could be assigned to the r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to charged coupled device (ccd) w. Holder assembly. Olympus will continue to monitor field performance for this device.